Event description:
It was reported that the presented for remote follow up via (B)(6) with recorded episode of non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes were attributed to post-paced t wave oversensing. Programming adjustments were discussed; however, no interventions were made. The patient was stable.